Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The catalog number provided is for the weighted light handle, which is the component that allegedly was reported to be rusted. A replacement weight light handle was sent to the customer and the customer replaced the light handle with the alleged rust. No components were returned for further eval. Through investigation, it was determined that the customer account is using an acidic cleaning agent on the light handle which is causing the rust on the handle. The investigation is ongoing.

Event description:
(B)(4): it was reported that the weighted light handle of the visum led surgical light was rusted. There was no pt involvement reported and no adverse consequences reported.